Event description:
It was reported that patient faced infusion set adhesive not sticking event on 23 apr 2026.

Manufacturer narrative:
Name: ypsomed ag, street: weissensteinstrasse 26, city: solothurn, country: switzerland, postal code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.